Event description:
It was reported that during a meniscus repair surgery, the metal shaft of the device was broken into the patient. The 1.5 hours to remove the parts from patient. No backup was available. However, no patient injuries were reported.

Manufacturer narrative:
One curved ultra fast-fix assembly was returned for evaluation. Visual assessment showed approximately 1.29 inches of the distal end of the delivery needle has broken off. The broken piece is bent and twisted in multiple directions. The shaft of the needle is also bent. The condition of the device indicates it was subjected to excessive forces during use resulting in the needle tip breaking. In addition as with any surgical instrument, careful attention should be exercised to ensure that excessive force is not placed on the instrument. Excessive force can result in instrument failure.